Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for erratic and high blood glucose test results. The customer is concerned with test results from back to back blood tests of 158, 145, 137mg/dl and 125 and 133mg/dl. The customer does not know their expected blood glucose test result range. The customer feels well and did not report any symptoms. Customer stated she had gone to the doctor on (B)(6) 2021 due to the results obtained using the true metrix meter. Customer stated doctor's office also has a true metrix meter and they obtained the same readings back to back 3 times with customer and customer's results varied with her meter. The customer was not using the proper testing technique. During the call, a back to back blood test was performed by the customer fasting and produced test results of 103mg/dl and 108mg/dl using true metrix meter; the customer was satisfied with the results obtained. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 01/21/2023 and open vial date is 2 weeks. The meter memory was reviewed for previous test result history:result 1: 133mg/dl date:12/15/2021 time: 10:00am fasting. Result 2: 125mg/dl date:12/15/2021 time: 09:56am fasting.result 3: 137mg/dl date:12/15/2021 time: 08:41am fasting. Result 4: 145mg/dl date:12/15/2021 time: 08:36pm fasting. Result 5: 158mg/dl date:12/15/2021 time: 08:35am fasting.

Manufacturer narrative:
Sections with additional information as of 24-feb-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-057: user had an inaccurate reference: alternate meter: the end user is comparing results obtained from one of trividia¿s bgm system to the results from another trividia¿s bgm system.